Event description:
It was reported that the patient stated ¿it does not work very well.¿ additional information received reported that the patient was inquiring when the device would not work. It was noted that the patient had a history of urinary tract infections (uti). The patient had back surgery (B)(6) 2011, a catheter was inserted into her bladder, which was removed (B)(6) 2011, and since then she had a history of bladder infections (uti¿s). The patient had these symptoms before she was implanted. It was noted that the trial helped her a little bit, but she had a bladder infection at that time also. The patient was implanted and it worked nicely for two weeks, but since then it had not, since the patient had the bladder infections. The patient¿s backside was sore now and when she washed herself back there, it was tender and the device was located in the buttocks. The patient had a cystoscopy last july and was told she had cystitis. The patient currently did not have the device on and was working with her doctor. The patient stated the device did not cause these symptoms. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3889-28 lot# v942571, implanted: (B)(6) 2013, product type: lead. (B)(4).